Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient who was using the pump came back with a medication was full. The pump appeared to have infused for a short period of time. The device was programmed to deliver 100 milliliters in 46 hours at a rate of 2.2 milliliters per hour. The cassette that was used but the bag inside was not empty. The pump did not alarm per the patient and the upstream occlusion was not per the registered nurse and demonstrated to the patient. The patient was not affected. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. Product is beyond a year from manufacture date february 2016 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.as not performed. Service history review identified this device has not been in for service previously.